Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds due to a dislodgement. This was confirmed through fluoroscopy. The patient also experienced a slow heart rate. Surgical intervention was performed and this lead was successfully repositioned. This device remains in service. No additional adverse patient effects were reported.